Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: (B)(6) 2014.

Event description:
It was reported that while using a bd univiawhitacre spinal needle 25 g x 3.5 in. To place an epidural for a cesarean section, the needle broke and remained inside the patient. The patient received an x-ray, had a consultation with a neurologist, had surgery to remove the broken needle, and was given the antibiotic cephalexin. The patient was discharged after removal of the foreign body and did not present any complications.

Manufacturer narrative:
Results: although it was previously reported that a sample was available for evaluation, a sample is not available. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1412003. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, our quality engineer notes that there are three basic causes for a needle to break; the cannula being fractured during the manufacturing process, the needle being fractured during the assembly process, or fractured and broken during use. The 25ga is one of the thinnest cannulas and can easily be bent and if continued to be used can break off during use. If the needle were bent in the assembly, the user would have been able to detect it when removing the shield. The most probable root cause is that the user made contact with hard tissue or bone, bent the needle, and continued to use it until it broke. A sample is not available for evaluation.